Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently shut off unexpectedly. The customer's blood glucose (bg) elevated to 404 mg/dl and customer went to the emergency room (ER). Customer received intravenous insulin and was released within 4 hours of arrival with bg in normal range. Reportedly, the customer had manual injection supplies available for alternate insulin therapy.